Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error. Customer¿s blood glucose level was unknown. Customer states that they had reservoir leak. Customer perform self test but it failed. The insulin pump and reservoir will be returned for analysis.